Manufacturer narrative:
(B)(4). Physio-control examined the customer's device and verified the reported issue. Physio then replaced the system pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would intermittently lock up. The customer would then need to cycle power in order to restore normal device operation. There was patient use associated with the reported event; however, no adverse effects were reported. No further details about the patient, or the event, were provided.